Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the jaws were not parallel. Engineering was able to replicate your experience of clip scissoring. Jaw misalignment may prevent the clips from closing correctly. The exact cause of the misalignment is unknown; however, the misalignment may have been caused during shipment or during the use of the device. The root cause of the rough handles remains unknown as engineering did not experience any unusual roughness during actuation of the device. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching manufacturing process and inspection enhancements intended to further minimize the potential for this type of incident to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Cholecystectomy - "the nurse contacted me during my vacation. This hospital only uses ca090 for a very long time and they never had any issues with it. She told me that already a few incidents had happened. They kept one clipper from the last incident. The clips cross over and sometimes don't close, just fall off. Also the handles are so hard to pull, that especially (not only) the female doctors can't use it with one hand."